Manufacturer narrative:
Investigation of the complaint kit lot did not identify any product issue. Review of the pcr curves for these two runs shows no abnormalities associated with an erroneous result. Amplification is observed for all target channels that were called positive for both runs. Data for the repeat runs on a different liat were not provided. Sample contamination may also be a possible cause. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated for two patients when using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to the retest result. Patient 1 had an influenza a detected, influenza b not detected, sars-cov-2 detected result in the initial test and a negative result for all 3 targets in the repeat test on a different cobas liat analyzer. Patient 2 had an influenza a and b detected, sars-cov-2 not detected result in the initial test and a negative result for all 3 targets in the repeat test on a different cobas liat analyzer. The negative results were reported out for both patients. No harm was alleged. Two mdrs will be filed, one for each patient alleged.